Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, it was determined that the cubie lid failed to open and only opened when the user forced the lid using the fingernail as lever. The technical support specialist (tss) advised the user to request the pharmacy to have the cubie in bin 03 24 returned to the pharmacy as it was faulty. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cubie lid did not open to issue morphine sulfate 20mg/ml and it showed the item was already issued.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.